Event description:
The user facility reported a 69-year-old male patient who was noted to have blown pupils with concern for anoxic brain injury and/or stroke. No additional clinical details, interventions, or patient outcome information were provided at the time of reporting.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the stroke was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that the stroke was pre-impella and was found in the emergency department with a computed tomography scan before the patient went to catheterization lab.

Manufacturer narrative:
B5 updated. The pump is not available for investigation. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B2 death and date of death. B5 updated with patient outcome. H1 updated to reflect the patient outcome. H6 health effect - impact code updated to reflect the patient outcome. E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
A 69 year old male patient was treated for acute myocardial infarction with cardiogenic shock and an impella cp was placed. On the second day of therapy, the patient showed dilated pupils and an anoxic brain injury was diagnosed. Due to the poor prognosis of the underlying disease, care was withdrawn after 5 days of support and the patient expired. Stroke and subsequent death were most likely to be caused by the underlying disease and downtime but will be conservatively coded to the impella cp.